Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The afternoon of (B)(6) 2015, customer received a blood glucose reading between 200-250 mg/dl. Meter used to take reading unavailable during call; cannot provide meter type. She was about to give herself a bolus, then noticed that the adhesive on her ultraflex ii infusion set was wet. She changed tubing and site and gave herself a bolus. Later that evening, around 9:30pm, she received a result of 499 mg/dl for blood glucose. Customer then programmed a bolus to give herself, but wasn't sure if bolus went through as she was feeling disoriented, thirsty, and had a headache- symptoms of elevated blood glucose for her. She did drink additional water on own for elevated blood glucose. A family member drove her to the emergency room. Upon arrival there, her blood glucose was 382 mg/dl on a professional meter around 10:30pm. Staff there also noticed that site was wet with insulin. Pump was stopped and disconnected from site. They administered an insulin injection and provided an IV drip for her. She was released around 1:45am (B)(6) 2015. Reading at time of release was 155 mg/dl, which is normal for customer. Customer attributed elevated readings and wetness at the site to poor absorption. No allegation that the device caused or contributed to adverse event. A request was made for the return of the device, replacement sent.